Event description:
Btm was implanted to the ankle for a scar revision. The wound size was not provided. The surgeon initially sutured the btm in place but closed the wound margins with additional sutures without realizing the need to delaminate the sealing membrane, as this aspect was not initially understood. After being informed of the requirement to delaminate the sealing membrane, the surgeon chose not to do so. This decision was made because the patient had cardiovascular co-morbidities, an old pacemaker, and was at a high risk of amputation. It was the second reconstruction attempt, and the surgeon decided to leave the btm in place to see if it would work. Subsequently, the patient developed an inflammatory response - erythema and pain. In response to these symptoms, the sealing membrane was removed.